Manufacturer narrative:
Problem code 1149 captures the reportable event of balloon failed to deflate. Investigation results: a visual examination of the returned complaint device found that the balloon was noted to be burst and cut from the rest of the catheter. The catheter portion of the device was not returned. Functional analysis was unable to be performed due to the condition of the device. This failure is likely due to factors encountered during the procedure, such as the manner the device was handled and/or interaction with the scope, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was unable to be removed from the scope. Reportedly, all the fluid in the balloon was not able to be removed. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was unable to be removed from the scope. Reportedly, all the fluid in the balloon was not able to be removed. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.